Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced an infection also reported as peritonitis. The cause of the event was not reported. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Action taken with pd therapy and patient recovery status not reported. No additional information is available.